Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
On or about (B)(6) 2025, plaintiff underwent placement of an angiodynamics smartport port catheter product, model number h787ct96stsdvi1, lot number a3624006. The smartport was implanted on the ride side of his chest by dr. Alan bennie, at advent health in sebring, florida. In or about (B)(6) 2025 plaintiff presented to the (B)(6), with swelling and pain in his chest, and lethargy. His medical team determined that he had an infected port catheter and the smart port was the source of the infection. The defective port was subsequently removed on or around (B)(6) 2025.